Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
(Additional information was received): the plate construct failed before screw insertion. The thread shaft would not grasp the band; although it seemed like it did after a few tries. The surgeon completed the steps and on the final step the thread shaft disengaged after one click while tuning the paddles and the band came loose. It is reported the appropriate surgical technique was followed. The device was inspected by the customer prior to clinical/ patient use. The patient's bmi is a condition that might have contributed to the event.

Manufacturer narrative:
(B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a plate malfunctioned during application. The surgeon had to use the 8-hole x-plate instead. There was no harm to the patient, but it did slow down the case by 5-7 minutes. The dial compression device would not engage and compress and ultimately came apart. Additional information was requested but has not been received at this time.

Manufacturer narrative:
The product identity was confirmed in the evaluation. The product is in a bio-hazardous condition, therefore the parts were only visually evaluated through the tyvek pouch. The threaded shaft is completely unthreaded from the main body. The band is detached from everything and a portion of it is missing. The returned portion of the band does not have a dimple and is not attached to the locking mechanism. The band was likely cut while being explanted. The cam on the locking mechanism is not locked, indicating the surgeon was on step 2 (tightening the band). It was noted that the patient had a high bmi. This indicated that the patient¿s condition lead to a high amount of force needed to bring the sternal halves together. It is likely the band started to slip through the thumb cam when attempting to reduce the sternal halves. The complaint is confirmed. The most likely cause of the manubrium not being able to be reduced is determined to be the patient¿s condition of high bmi, leading to excessive force required to bring the sternal halves together, and ultimately causing the band to slip through the thumb cam.